Event description:
Boston scientific received information that the patient with this pacemaker flatlined while in the recovery room following the implantation procedure. The device had been previously pacing at 60 beats per minute (bpm). No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts are currently being made to obtain more information on this clinical observation. Once any additional information does become available, this report will be updated.